Manufacturer narrative:
Additional information: device available for eval?, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, returned to manufacturer on, imdrf annex a,b & g grid, manufacturer narrative(DHR statement). Omit: a050701 - failure to align (2522), gg0405203 - clamp, b17 - device not returned, per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.